Event description:
It was reported that high impedances were measured (>10,000 ohms) on electrodes #12 and 15 of the patient¿ implantable neurostimulator (ins). The patient requested more coverage to their back on the right side and was reprogrammed using electrodes #13 and 14 with the result they were getting the coverage where needed. The patient was reported as doing fine at the time of report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3708220, serial# (B)(4), implanted: (B)(6)2013, product type: extension. Product ID: 3708220, serial#(B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3487a-56, lot# v492277, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-56, lot# va08qwy, implanted: (B)(6) 2013, product type: lead. Product ID: 3487a-56, lot# va02g1l, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-33, lot# va03wl0, implanted: (B)(6) 2013, product type: lead. (B)(4).